Manufacturer narrative:
4/3/1998 supplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to a dimensiona; discrepancy within the instrument. Corrective action has been implemented in order to avoid this problem in the future.

Event description:
The device was used during a hemi-colectomy procedure. Reportedly, the device was difficult to remove from the application site. The surgeon resected the tissue at the application site and applied another stapler successfully.